Event description:
Additional information was received indicating an invasive procedure was performed to replace this lead due to high out of range pacing impedance measurements. The lead was capped and surgically abandoned. Another manufacturer's lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. It was reported the patient changed care facilities and it was not known where the patient is currently being followed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) due to high out of range pacing impedance measurements. No adverse patient effects were reported.